Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 267 mcg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had a magnetic resonance imaging (MRI) exam. The hcp stated the patient heard the alarm and then it stopped. The hcp stated when the patient called he was asymptomatic, so they decided to wait until his refill the day of report to check the pump. The hcp stated the logs showed a motor stall occurred on (B)(6) 2017 at 15:37 and recovered the same day at 17:05. The hcp stated there was no known magnetic influence. The patient was taking a bath just prior to the alarm sounding. The hcp stated he did not want to remove the pump yet. He stated they would monitor the patient; the patient did not experience any symptoms.